Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported pocket pain. No actions were taken but the event resulted in an urgent care visit. Diagnostics included examinations where no redness, no warmth, and no infection was found. The event was possibly related to the device or therapy and not related to the implant procedure. The patient was seen at the emergency department in the context of pocket pain at their neurostimulator, which arose after recent significant weight loss. There had been a pulling sensation at neurostimulator for several weeks, with worsening of the complaints for several days. Clinically, they withheld pressure pain at the neurostimulator without further signs of infection. Antibiotics have already been prescribed by the doctor on duty. They advised to take it out and to monitor the further course, if redness and pain increase, a re-registration for their service to exclude a low-grade infection was recommended. The issue was resolved without sequelae on (B)(6) 2020. Additional information received reported that medications/antibiotics were administered on 2020-05-25. There was a report that there was no signs of infection at the time but the neurostimulator arose after significant weight loss. The issue was resolved.